Manufacturer narrative:
Device received with hard cannula visible through the exposed portion of the soft cannula. The device was opened and it was found that the formed needle was not seated in the slide retract, preventing it from retracting into the device after deployment. Damage to the slide retract was noted. This caused plastic to accumulate in the horizontal inlet, producing an atypical arc that does not coincide with the arc of the formed needle, causing it to become unseated during deployment. No other damages or defects noted. Data downloaded from device did not indicate there was any struggle to deliver insulin during the run. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 390 mg/dl while wearing the pod between 4 and 24 hours, while wearing it on the abdomen. For treatment, the patient changed out the pod and gave correction bolus.